Event description:
The customer reported to olympus, front panel switch problem on the evis exera iii video system center. Upon inspection and testing of the customer returned device, the image disappears intermittently due to a faulty patient circuit board. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image disappears intermittently due to a faulty patient circuit board and the software needed to be updated from 4.00 to 4.10 version. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: b5, h4 this report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined due to a faulty circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The front panel of the cv-190 was blinking in some occasions. When this event happened the doctor did not used that tower in patients.